Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found that one of the batteries was not recognized in bay one nor bay two; however, the other battery worked and charged in both battery bays. The fse determined that the battery was defective, and resolved the reported issue by replacing the battery pack, li-ion. Moreover, the customer verified and reported that the battery replacement charged completely. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.